Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure, as the balloon was dilated for the second time at about 18 millimeters, the balloon ruptured. The balloon catheter was cut to remove the entire balloon from the endoscope. The physician went down with the endoscope again and found a small superficial tear in the esophagus. The patient was sent for an x-ray to rule out any perforation and no signs of perforation were noted. It was confirmed that it was only a small, superficial tear and no treatment was needed. The physician attributed the superficial tear in the esophagus to this device. No pieces of the balloon detached inside the patient. The procedure was not completed due to this event; however, the patient was fine and was discharged from the facility. There were no further patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination revealed that the catheter was broken (cut) 20cm from the distal end. The balloon was relaxed deflated. An inflation test could not be completed on the returned unit as the unit was broken. Device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) showed the device was used according to its label. The description of the complaint could not be confirmed. As the catheter had been cut an inflation test could not be completed. The most probable root cause of this event is operational context as due to some procedural/anatomical factors encountered during the procedure, performance of the device was limited.